Event description:
(B)(4).

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incomplete/interrupted firing the analysis results found that the ats45 device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all cartridge reloads are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic left hemicolectomy procedure, the ats45 gun was fired with a white vascular reload (also included and sent back for investigation) while stapling across the ima, only half of the staples deployed and half of the staples were left in the reload. As a result, the case had to be opened and clips were used to stop the bleeding. As a result of the difficulties encountered with this device, the procedure was prolonged 30 minutes. The condition of the patient immediately after the event was stable. Additional information was requested.